Event description:
A malfunction was reported on the customer's pump, identified with malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer reported at least three occurrences of the same malfunction on this pump but had not reset it in the last 24 hours. Technical support decided to replace the pump, confirming that it was under warranty and arranged to send a replacement with updated software. The customer was advised to return the malfunctioning pump using a provided return box and pre-paid label within 10 days to avoid billing. The customer was also guided on how to activate storage mode and program settings into the new pump. The necessary shipping details were confirmed, and the customer acknowledged all instructions.